Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, cylinder leak.

Manufacturer narrative:
A titan cylinder was received for evaluation. Examination and testing of the returned component revealed a smooth separation in the bladder of the cylinder approximately two (2) inches from the cylinder base. Testing revealed this to be a site of leakage. No issues with pump or cylinder 1. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 2 occurred subsequent to the device packaging being opened. Based on the evaluation and the brief period in-vivo, quality concluded that the separation most likely occurred inadvertently during the implant procedure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
This follow-up MDR is created to document the return of the device and the additional lot number and patient information received. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.